Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was trying to deliver a bolus. Customer's blood glucose level was 248 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the reservoir for analysis. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.